Event description:
It was reported that noise leading to pacing inhibition had been observed on the atrial lead. Possible insulation damage was also noted. No patient symptoms were reported. The lead was capped and replaced.

Manufacturer narrative:
.